Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon burst. The procedure was successfully completed with another of same device. No patient complications were reported. It was further reported that the target lesion was 70% stenosed. Additionally, neither the balloon nor a segment of the balloon detached inside the patient's body after it ruptured, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon burst. The procedure was successfully completed with another of same device. No patient complications were reported.